Event description:
Loss of osseointegration, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant wasn't completely covered by bone, bone resorption, inflammation. The healing cap was half uncovered while uncovering the implant, pus emerges, circular bone loss with 40% attachment loss: explantation.